Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 (11217), stockert (s/n: (B)(4)), cool flow pump (s/n: (B)(4)), decanav catheter (r7d282ct, 17039340m). (B)(4). The product has not been returned. The product investigation is pending.

Event description:
It was reported that a patient underwent a idvt ablation procedure with a thermocool® sf nav bi-directional catheter and developed a cardiac tamponade. During the procedure, the physician noticed that a pericardial effusion had developed, as was confirmed by echo. A pericardiocentesis was performed and approximately 500 ml of fluid were removed. CPR and advanced life support measures were taken. The patient was reported to be in stable condition at the time the complaint was reported. This adverse event is considered to be serious and MDR reportable. The product has not been returned to bwi.

Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a idvt ablation procedure with a thermocool sf nav bi-directional catheter and developed a cardiac tamponade. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. Finally, the catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.